Manufacturer narrative:
The sample was collected in a vacuette serum tube with gel. The sample was centrifuged utilizing a swing bucket rotor at room temperature for 8 minutes. Per the tube manufacturer's insert the recommended centrifuge time is 10 minutes. The specimen was sampled from a sample cup for testing. The second sample draw was plasma collected in a lithium heparin tube. Three levels of qc were tested prior to and following the event and resulted within range. Although the washed %cv was slightly increased at 7.03%, a system check completed on (B)(4) 2008 met specifications. A bci field service engineer (fse) performed system check, hs system check, low precision run, and qc. The inc52 portion of the hs system check failed due to two outliers. The inc 52 portion tests reaction vessel movement through the incubator track for splashing. The fse replaced several parts including mixer pulleys, mixer belt, mixer rollers, and aspirate probes. Repeat testing passed of hs system check passed, a 50 replicate precision run with wash buffer, and qc all passed following repair. A definitive root cause can not be determined for this event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2011 - (B)(4) 2011 for additional reportable event/occurrence.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards obtaining non reproducible elevated accutni result above the acute myocardial infarction (ami) cut-off for one patient generated by access 2i (lxi) immunoassay system. The result was reported out of the laboratory. The sample was repeated on the same unit and lower result was obtained. A second sample was repeated and negative result was obtained. The patient was administered lovenox and baby aspirin.